Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the caller had let their handset and communicator die and now they are getting a message that says "device not responding." Caller stated they had been able to connect the day before yesterday, but that they weren't able to yesterday or today. Discovered on the call that the caller was putting communicator on the handset when getting the device not responding screen. Reviewed handset verbiage. Caller was able to connect to ins on the call. Caller mentioned that they have "diarrhea all the time" if they do not take pills for it. Caller said they will take the anti-diarrheal pills to stop the diarrhea, and go several days without having a bowel movement. Caller stated they have been on this regiment for "about 6 months." Caller said "lately" they have been taking the pills on a more regular basis and having normal bowel movements, but then it gets "looser and looser and by the third or fourth time it is like water". Caller stated they had changed to a different program recently. Caller mentioned that they had turned stimulation up once before, but the stimulation got on their nerves and made them anxious, caller said this was on a different program. Caller inquired if they have to feel stimulation all the time for therapy to be working, caller stated they do not feel stimulation all the time, reviewed stimulation expectations. Caller said on their current program they are having to t ake more pills every third day. Caller said they would "back up full of stool" and then would pass their bowels. Caller increased stimulation until they could feel it and it was comfortable. Caller will maintain stimulation level and will continue to track symptoms.